Manufacturer narrative:
Exact patient age is unknown but is over 18 years. Device code 430 relates to 1069 for the reported event: snare loop broke. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a colonoscopy procedure. According to the complainant, the wire in the loop portion of the device broke, making the snare appear jagged. No pieces of the device detached or fell into the patient's colon. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a colonoscopy procedure. According to the complainant, the wire in the loop portion of the device broke, making the snare appear jagged. No pieces of the device detached or fell into the patient's colon. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device found two kinks in the wire, and the loop was noted to be broken and burnt at the two ends that were once joined. Scanning electron micrograph (sem) images of these sites found evidence of molten material, but no mechanical failures or material anomalies were noted. The unit extended and retracted according to specifications during functional testing. The condition of the returned device was consistent with the complaint that the loop broke; the complaint was confirmed. The fusion of the wires noted during sem analysis indicates the device was subjected to a temperature higher than the melting point of the metal; therefore, the most probable cause of this failure is user error. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and no deviation was found.